Event description:
It was reported the patient is without stimulation. Diagnostic testing revealed invalid impedance readings on all lead contacts. X-rays were taken and no lead migration was observed. It is suspected a lead fracture may be present. It is unknown if surgical intervention will be taken to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.